Event description:
No additional information reported.

Manufacturer narrative:
Reported event was confirmed by review of medical which showed the patient experienced dvt 42 days post surgery, which resolved with no further complications; no complications were noted during the procedure. No product was returned or pictures provided therefore visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause is deemed to be procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI# - (B)(4). Concomitant medical products: articular surface (cr) left 10 mm height catalog 42511000510 lot 63221519; femur cemented (cr) left size 6 catalog 42502006001 lot 63405053; natural tibia cemented 5 degree stemmed left size e catalog 42532007101 lot 63974347. Foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00428, 3007963827-2019-00182, 3007963827-2019-00183, 3007963827-2019-00184.

Event description:
It was reported a patient involved in a clinical study experienced deep vein thrombosis six weeks post left knee arthroplasty, which resolved with no further complications.